Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure. It was reported that during the procedure the stent allegedly came back tangle in middle, like a candy wrapper twisted at the end. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the covera vascular covered stent. During the procedure the stent allegedly came back tangle in middle, like a candy wrapper twisted at the end. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation. No photos or images were also provided which leads to inconclusive results. Based on information available, the investigation is closed with inconclusive results for the alleged stent deformation. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied for this product was reviewed. The IFU states some covered stent specific events that can be associated with complications; e.g., fracture, compression, kinking and insufficient covered stent expansion. Preparation for stent placement and stent placement procedure was found to be described by the IFU; e.g.,: use 0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length.; pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated. And maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.